Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by customer that the implant was removed due to fractured implant

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant fractured at the collar. Patient was noted to have low density (type iii) bone. The reported device was located at tooth location # 7 and was used for approximately 16 years, 6 months. The customer provide x-rays which verified the implant¿s fractured collar. Complainant reported that the implant was removed due to a fracture of the implant the reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review and complaint history review could not be performed, as the subject lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications.